Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was partially confirmed; due to damage on the connecting tube, insulation resistance value did not meet standard value and due to damage on the bending section cover, insulation resistance value at the distal end did not meet standard value. In addition to the foreign material found in the light guide lens, the evaluation findings are as follows: the switch box had a dent, the flexibility adjustment ring was damaged, the air/water cylinder had discoloration, the suction cylinder had discoloration, the "up/down" knob was shaved, the grip was shaved, the scope cover case unit was dirty, the light guide bundle had breakage, the objective lens had a crack, the light guide lens had a crack, and the universal cord had a wrinkle. Additional information obtained identifies the product had no prior issues related to leaking or sheath damage and the device underwent complete reprocessing according to guidelines (automated washing plus disinfection with cantel endoscope washer). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope's electrical insulation sheathing was insufficient, the distal cap insulation was low and there were loose angles. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the light guide lens.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling device in accordance with the following instructions for use: the detection method is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.